Manufacturer narrative:
The complaint describing a leak at the luer cannot be verified. The returned material meets product specifications. The returned used transfer set was visually inspected and tested for flow and tightness. Additionally, the dimensional accuracy of the luer was tested. All test results were within specifications. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The adapter passed the optical inspection.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported insulin leaked from the infusion set luer. She experienced hyperglycemia of 400-500 mg/dl, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion set, adapter, and cartridge were requested for evaluation.